Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient's ins recharger (insr) antenna was damaged and that the patient was getting poor coupling (4 boxes max). Antenna locate did not resolve the issue, and the patient was seeing the poor coupling screen. A new antenna was sent to the patient. No further complications were reported. Additional information received from the patient stated that the there was still problem with the new antenna. The patient reported that they had an x-ray that indicates that the battery is on the right side and the leads are coming out towards the spine. It was reviewed that the leads should be going away from the spine. It was also reported that the patient has been having problems since implant.